Manufacturer narrative:
(B)(4). A third party repair facility evaluated the customer's device and verified the reported issue. Physio-control provided the biomed with technical assistance. It was later confirmed by the biomedical engineer that the customer elected to not repair the device. The device was returned to the customer unrepaired and has been permanently removed from service. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
A third party repair facility contacted physio-control to report that a customer's device will not complete the boot-up process. There was no patient use associated with the reported issue.